Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3000tfx valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 7 years, 9 months due to increased gradients. On echo, two cusps were observed to move freely (at least the tips). The leaflets are not thickened, making valve thrombosis the likely cause of the increased gradient. It has not responded to coumadin. There does not appear to be aortic insufficiency. The patient presented with progressive dyspnea on exertion and now with occasional episodes of retrosternal chest pressure with exertion.

Event description:
It was reported that a 25mm 3000tfx aortic valve was explanted after an implant duration of 7 years, 9 months due to severe stenosis and pannus. The valve replacement is unknown. The patient outcome reported as stable after redo avr. The patient presented with progressive dyspnea on exertion and fatigue. The leaflets were not thickened, and thrombosis was suspected without any evidence. The patient has been trialed on both eliquis and coumadin, but despite anticoagulation the aortic valve gradient continued to increase. There was no aortic insufficiency. Post avr, it was reported the reason for the reintervention procedure was due to stenosis and pannus.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Host fibrous (pannus) tissue growth is not a malfunction of the device. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction, including pannus, hyperlipidemia, diabetes mellitus, and metabolic syndrome. The subject device is not available for evaluation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.